Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to the emergency room due to low blood glucose levels reaching as low as 30 mg/dl on (B)(6) 2025. The patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6008322 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008322 was manufactured according to the work instruction (wi) version 18 packaging in the multivac 14, on 30/jul/2024, with a total of 36,000 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 14-may-2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to selfmanage (elevated blood glucose level and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, small to moderate ketones, confusion, patient describing feeling sick) and lot 6008322 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.